Event description:
The customer reported that the evis exera iii video system center was presenting a b30 scope communication error whenever a 190 scope is connected. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. After providing the report, the customer went on to note that he was aware of how to trouble-shoot the device in question, but wasn't in front of the device at the time. Tac provided the customer with a call back number to follow up once he has performed his own trouble-shooting. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the b30 error could not be determined at this time as the device has not been returned for evaluation. Olympus will continue to monitor field performance for this device.